Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no partial fire was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the device available for return? Yes. Were there any patient consequences? None apparent. What is the current status of the patient? Patient was discharged after the procedure. What type of procedure was the device used in? Laparoscopic low anterior resection. What was meant by, the stapler jammed and the reload stapler would not come out? Unable to provide more information than this, this is what was reported to me. Was the device locked on tissue with the jaws closed? Unknown. If yes, how was the device removed? Unknown. If yes, did the jaws eventually open? Unknown. Were there issues removing the reload from the device after the device was opened? Unknown. Did the device deliver any staples and a cut line? Unknown. If yes, were the staple line and cut line equal in length? Unknown. On which firing did this event occur (1st, 2nd, 12th, etc.)? Unknown. During which stroke did the event occur? Unknown. What color cartridge was being used? Unknown. How was the procedure completed? Unknown.

Event description:
Please see the user facility medwatch, number unknown, attached to this report.